Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported customer experienced elevated blood glucose level that steadily increased until it read 519 mg/dl; was taken to hospital and treated with IV saline and insulin injections. Caller alleges pump is not accurately delivering insulin. Requested return of the alleged device for evaluation.